Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of a serious adverse event where the patient was hospitalized due to hypoglycemia on (B)(6) 2025. The event happened at approximately 05:30 pm. Per patient, he ate 5 lindor cholocate balls and then injected 11-15 units of insulin. The sensor glucose (sg) value was 5-6 mmol/l and the blood glucose (bg) value was 1.9 mmo/l. The patient received treatment at the hospital but wasn't given any medication.

Manufacturer narrative:
An initial investigation was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. Per dms data, the sensor glucose (sg) value was 5:32 pm was 6.1 mmol/l and no blood glucose (bg) value was entered into the system. The system did not assert "low glucose" alert at sg value never crossed below the alert threshold, which was set at 3.8 mmol/l. The patient received glucose treatment at the hospital, but wasn't prescribed any medication.the investigation analysis indicated that system performance had deviated from expected behavior. To further investigate the issue and identify the root cause, a return material authorization (RMA) was issued to retrieve the sensor for evaluation.visual inspection of the returned sensor showed that a portion of sensor's chemical component was missing over the sensor's optics. This missing chemical component is most likely due to damage caused by excessive force applied by the removal clamps upon explant of the sensor and is unrelated to the customer complaint. This is not expected to impact functionality testing. Functional testing of the returned sensor did not reveal any malfunction. A further review of glucose data in dms showed instability in the reference channel. This instability could not be reproduced during the returned product analysis testing, and this may occur in some instances where the conditions that present itself in the body are not reproduced in the lab, such as the in vivo state of the sensor's chemical component. As part of resolution, the sensor was replaced. No further investigation was found necessary for this complaint. B4. Date of this report 22 oct 2025. G3. Date received by the manufacturer? 22 oct 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.